Event description:
This patient's lv lead was found to be capturing at a follow-up visit and it was determined the lead was dislodged. The patient had a successful repositioning on (B)(6) 2012. There were no adverse patient effects due to the dislodgement. If additional information becomes available, this event will be updated.